Event description:
The customer reported that the system displayed a generator error message and the loss of x-ray functionality. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was recalibrated. The system was tested and found to be working as intended.